Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The pump logs were read and no malfunctions were noted. The patient had returned to normal health.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 40 mcg/ml lioresal at 400 mcg/day via an implantable pump for non-malignant pain and intractable spasticity. It was reported that the patient was unconscious and a rep was contacted by the emergency room to interrogate the pump. It was noted the physician that reprogrammed the patient's pump was not his regular physician. The rep was to consult with someone in the emergency room and discuss programming the pump to minimum rate. The event date was noted to be (B)(6) 2017.